Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address noises, granuloma, metalosis, loosening of stem and cup.

Manufacturer narrative:
High rate of aseptic loosening of lcs complete tibial baseplates which has been observed by the norwegian arthroplasty register. Cement type: optipac. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Addendum added 27-october-2016. High rate of aseptic loosening of lcs complete tibial baseplates which has been observed by the norwegian arthroplasty register. Update 16 august 2016 - a lcs surface topography case study of the norwegian arthroplasty registry has researched early aseptic loosening of a mobile bearing total knee replacement after registry based studies had reported an increased risk of aseptic tibial loosening for the cemented low contact stress (lcs) total knee replacement compared to other cemented designs; however the reasons for this have not been established. A retrieval analysis was initiated with the aim of identifying the failure mechanism. Reason for revision/adverse event details: loose distal. Activity level 5 - reasonable active. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance per pms-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.